Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported at the connection between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak at the connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The leak was further described as, "felt like the bag on the white supply line was leaking at the connection" and "the floor was wet". Renal therapy services (rts) reviewed proper procedures per the user manual with the home patient (hp). Rts assisted the hp to end the therapy session and advised to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.